Event description:
A pt underwent a procedure to an isr of a non-cordis stent in the mid rca. The first cypher (3.0/23mm) was implanted at 10atm for 16-30 seconds at the distal end of the target lesion. The second cypher (3.5/23mm) was implanted at 16atm for 16-30 seconds at the proximal end of the implanted cypher with overlap. Six months later, follow up cag was conducted and restenosis was observed at the proximally implanted cypher (3.5/23mm). There was 57.4% and it was treated with poba.